Manufacturer narrative:
A visual examination of the device revealed that a white suture was wrapped around the button body. The button body had been torn approximately 6 mm starting at the top surface and down the feeding tube length. It was noted that the condition of the returned unit was consistent with the complaint incident that the button was torn/split. If the tear was present during placement, the feeding would have leaked into the gauze. It appears that the leakage did not occur until several days post placement. The tear was most likely caused by the insertion of feeding adaptor(s) into the button body. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17948453 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, intravenous fluids were given to the patient from (B)(6) 2015. The patient did not start enteral nutrition through the button until (B)(6) 2015. When enteral nutrition was administered, it leaked and it was noticed that the one step button was cracked/torn longitudinally from the proximal end. Because the button was covered with gauze, the crack was not noticed until then. Reportedly, "since the gastrostoma is not completed yet, the device is used ongoing." The torn part of the button shaft is held when enteral nutrient is administered. The button is scheduled for replacement on (B)(6) 2015 with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, intravenous fluids were given to the patient from (B)(6) 2015. The patient did not start enteral nutrition through the button until (B)(6) 2015. When enteral nutrition was administered, it leaked and it was noticed that the one step button was cracked/torn longitudinally from the proximal end. Because the button was covered with gauze, the crack was not noticed until then. Reportedly, ¿since the gastrostome is not completed yet, the device is used ongoing.¿ the torn part of the button shaft is held when enteral nutrient is administered. The button is scheduled for replacement on (B)(6) 2015 with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of feeding tube torn/split. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.